Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat pelvic organ prolapse on an undisclosed date. The patient experienced erosion, continued pain and has had to undergo additional corrective surgeries. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced urinary and bowel problems, depression and anxiety. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence. It was reported that patient underwent in office trigger point injections on (B)(6) 2012 by dr. (B)(6). It was reported that patient had in office for cystourethroscopy on (B)(6) 2013 by dr. (B)(6) due to urinary urgency and urinary frequency.

Manufacturer narrative:
It was reported that post implantation the patient experienced pain, dyspareunia, infection, scarring, and recurrence of prolapse. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.